Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator on site, the ventilator shut down during calibration of the screen. There was no patient involvement.